Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would intermittently experience blood glucose (bg) issues when the battery would decrease to 50%; however, this allegation could not be confirmed. The customer¿s bg ranged from 200-250 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.